Event description:
Sales representative mentioned that in his area, they have had about 4 mid-shaft fractures with the trabecular metal humeral stem due to the stem getting stuck in the preparation. He did confirm that surgeons are following the surgical technique. He is also measuring each stem provisional and reamer to try and prepare for surgeries.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat with normal impact forces in some cases. The trials are undersized to ensure that they can be removed with minimal force to maintain the bone preparation for press fit. No x-rays or other information was received. No product, item number or lot number was received. An exact cause cannot be determined with certainty. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.